Event description:
It was reported that the pump touch screen was cracked and the customer was unable to interact with the pump due to the screen damage. There was no reported adverse impact to the customer¿s blood glucose level. The customer planned to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.